Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred during the procedure. The patient came in for their follow up transesophageal echocardiogram procedure. The imaging showed that there was a device related thrombus. The patient was put back on anticoagulation medication to treat the event. No other complications or consequences were reported to have occurred.